Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient's contact stated that the liberty select cycler had a invalid sensor readings warning when the patient was performing peritoneal dialysis treatments during dwell 3 of 6. Patient cancelled treatment and when removing the tubing set used there was fluid coming from inside the pump module last night. Patient contact was advised to discontinue use of the cycler due to fluid leaking. Patient was advised to contact the peritoneal dialysis nurse. Follow up with the peritoneal dialysis nurse indicates that there was no complications as a result of the alleged event. No medical intervention was provided. The liberty select was replaced.

Manufacturer narrative:
The reported complaint symptom (fluid leaking) was not confirmed. The reported complaint symptom (pl patient line is blocked) was not confirmed. The reported complaint symptom invalid sensor readings warning (subcode unknown) in the as-received alarm history refers to as load cell. The complaint symptom (load cell) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. Mushroom head check passed. Tested positive for glucose. A visual inspection of the returned cycler interior showed dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."